Event description:
It was reported that the atrial lead was attempted, but not implanted due to discovery at implant that the patient had persistent left superior vena cava anatomy. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.